Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Regulatory affairs reported a patient experienced autoimmune disease, rupture, "silicone flowing in body," inflammation, and ¿hair loss, extreme fatigue, etc.¿ patient at "risk of having cancer¿ and ¿had to stop work on a long time.¿ the device has been explanted.